Manufacturer narrative:
Conclusion: the complaint can be verified. Result: the down buttons do not operate. The connections of the up/down flex print are interrupted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported the down button on the backup infusion device does not work. Patient stated he could not remember receiving a recall notice. Patient reported he noticed the concern around (B)(6) 2013. Patient stated he noticed the down button was not working when he was attempting to enter a bolus and attempted to lower the amount. Patient reported he has been using the infusion device for approximately 2 weeks. Patient stated the button pops back up when pressed. On follow up call on (B)(6) 2013 patient reported he could not recall if failure was intermittent or constant; or if it worked when pressed hard. Patient stated the button is not flat. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.